Event description:
Same case as MDR ID: 2134265-2012-01704. It was reported that during a stenting treatment procedure, a vessel dissection occurred and subsequent to the procedure stent, thrombosis occurred and the patient experienced a myocardial infarction and expired. The target lesion being treated was located in the left anterior descending (lad) artery. A 2.75x20mm liberte bare stent delivery system (sds) was advanced and deployed in the lad. A vessel dissection was noted and a 2.50x20mm liberte bare sds was advanced and deployed to treat the dissection. Both of the liberte bare stents seemed well positioned and well apposed following deployment. The patient remained hospitalized and approximately 7 days following the procedure, the patient experienced a myocardial infarction, attempts to resuscitate the patient were unsuccessful and the patient died. Stent thrombosis was confirmed with echocardiogram. It was also reported that the coronary vasodilator medications (monocordil, atenolol and captopril) had been adjusted prior to the death. The cause of death is attributed to the myocardial infarction.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).